Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature eri due to premature battery depletion was observed. Oversensing on the ventricular channel and inhibition of pacing were also noted. Device replacement was suggested.

Event description:
New information received noted that the system was turned off.